Event description:
Guidant received information that during an implantation procedure, after implanting this sub q array through the pocket approach, shock impedances of less than 20 ohms were obtained. The shock impedances were previously in the high 40s after the induced shock deliveries. It was verified that there was no lead coil to can contact. Later, after discharge from the hospital, the patient returned to the clinic due to beeping tones heard from the device. Weeks later, shock impedances were found to be less that 20 ohms. Dft testing was attempted without success. A yellow shorted shock alert screen was noted. An invasive procedure revealed the legs of the sub q array had backed into the pocket and were in contact with the chronic cardiac resynchronization therapy defibrillator (crt-d) and with themselves.